Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robot used for the primary procedure. It was reported that patient's left knee was revised due to patient complaint of pain and instability after suffering a fall. A mako uni knee was revised to a triathlon ps construct with augments. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections and based on the results of investigation. An event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Product history review could not be performed because robot serial number was not received. Based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were other reported events (B)(4). Product inspection could not be performed because mps stated no further information due to hospital emr password sensitivity.

Event description:
This pi is for the robot used for the primary procedure. It was reported that patient's left knee was revised due to patient complaint of pain and instability after suffering a fall. A mako uni knee was revised to a triathlon ps construct with augments. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.